Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results the returned resolution 360 clip was analyzed, and a visual evaluation noted that the device returned without the clip assembly and with evidence of a full deployment. Microscope examination was performed and no failures were found on the device and finding the dimension between hooks within specifications. Dimensional analysis was performed on the bushing outside diameter, and it was noted to be within specification. A dimensional evaluation was performed between the hooks of the bushing, and both sides a and b were within specification. The bushing tabs were measured and each tabs had similar measurement. Further dimensional analysis was performed on the braided shaft, and the lengths of various parts were within specification. No other issues with the device were noted. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6), 2021. During the procedure, the clip was attempted to be deployed; however, the clip was unable to be released from catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2021. During the procedure, the clip was attempted to be deployed; however, the clip was unable to be released from catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.